Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Note: after several attempts manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; speak to husband and he advise me that she is in the hospital since (B)(6) 2018. Customer is a brittle diabetic and she is in the hospital because of her diabetes. No details about medical treatment or product concerns were provided. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer is concerned with tests result of hi. Customer stated her blood glucose test results have been high all day. Customer stated she had performed a blood test and obtained hi and is now getting the e-5 error message. At the time of the call, the customer stated she was having blurry vision and was going to seek medical attention. Due to the blurry vision, customer was unable to see the meter serial number or test strip lot number. Customer was unable to continue with the troubleshooting process and no further information was able to be obtained.